Manufacturer narrative:
Concomitant product: d354trg crt, implanted: (B)(6) 2012. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 639 ohms through (B)(6) 2015, rises steadily to 1083 ohms by (B)(6) 2016, and goes out of range by (B)(6) 2016. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold has been at 2.5v since (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, high threshold and a possible fracture. During the revision procedure, it was determined that the pin of the lead had been extended and there was a connection failure. The device was replaced and the lead remains in use. The no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.